Manufacturer narrative:
(B)(4). New incision. Lens explanted. Vaulting. Device evaluated by manufacturer? No - lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2014 due to low vaulting and lens rotation. An anterior subcapsular opacity was noted on (B)(6) 2014. The lens was exchanged for a longer lens and the problem was resolved.